Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted :(B)(6) 2020; 694758 lead, implanted: (B)(6) 2011. Product event summary: the partial was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst noted fracture in vivo was observed. The outer insulation was pulled separated from the connector sleeve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high threshold since implant. The lead was explanted. No patient complications have been reported as a result of this event.